Event description:
A surgeon reports that following intraocular lens (iol) implant surgery a pt is experiencing glare. The surgeon indicated the pt's current bcva is 20/25 due to an epithelial macular membrane. The association between this event and the iol is not known. Additional info has been requested.